Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Lens returned damaged. Visual inspection found haptic torn, bent deformed. Optic deformed. Dimensional width inspection found the lens to be within specifications. Unable to perform dimensional length inspection due to damaged state lens returned. Claim# (B)(4).